Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "pump running constantly with humming noise" (pumping issue). The customer reported the pump was running constantly with a humming noise. The event occurred during set up. The system was rebooted with no change. The pt was not prepped. A system was borrowed from a sister facility. The case was completed in the afternoon. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the drip pan tubing clogged with dried bss. This caused the bss to overflow the drip pan and run onto the vitrectomy pump control. The anterior pneumatic assembly was replaced. The footswitch was non-conforming and was replaced. The system was cleaned of the dried bss. The IV pole hanger was replaced. The system was then tested and met all product specs. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).